Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom is a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced recurring incontinence because the artificial urinary sphincter (aus) stopped performing as expected. A replacement surgery was performed and a perforation in the balloon was observed, resulting in fluid leak. All components were removed and replaced. There were no further patient complications.